Manufacturer narrative:
A detailed investigation is currently underway. Results will be forwarded upon completion.

Event description:
It was reported to tyco healthcare/kendall in 2007 that the customer had a product problem with the x-ray detectable sponge contained in the mini-plus kit. The customer states that the sponge included in the tray fell apart during use in a plastic surgery. Actual use of the sponge is unk.